Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No button error alarms noted. Insulin pump had minor scratches on lcd window, cracked case on lcd window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm and none of the buttons of the insulin pump are working. The blood glucose reading is 180 mg/dl. Nothing further reported.